Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl; cause was unknown. Reportedly, the customer required assistance from partner to treat bg level via suspending insulin delivery and consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.